Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: item 300144 had moisture in the barrel of the sterile syringe when a doctor opened up the sterile seal.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: item 300144 had moisture in the barrel of the sterile syringe when a doctor opened up the sterile seal.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 21-jun-2022. H6: investigation summary: one sample with open packaging was received by our quality team for evaluation. The returned sample was observed with a visible droplet residue in the syringe. The sample was subjected to the silicone content test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The silicone, the only liquid material sprayed on the syringe barrel during the syringe assembly process, is for easy withdrawal of the plunger. The sample passed the silicone content test and was within specification.